Event description:
Diamond flex retractor broke during a case. Additionally, account also states retractor broke during esophagecomy, pyloroplasty, j-tube placement, autologous issue graft. On x-ray the next day, parts of the retractor were indentified as retained objects inside the pt.

Manufacturer narrative:
An investigation was initiated into the matter of, "broken" retractor during use. The device was not available for evaluation. A review of the device history record revealed no issue found with the reported lot. No trend has been detected for this issue. Without instrument the cause for failure could not be determined or the issue confirmed. If the product is returned in the future, a follow-up report will be filed.